Event description:
It was reported that the connector was occluded where it avoids fluid flow. There was no reported patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.